Manufacturer narrative:
(B)(4). The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having problem charging her ipg. It was noted that the ipg was already non functional and was placed too deep. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.